Event description:
The device programmed to deliver 500 cc of heparin at a rate of 34 cc/hr. During the infusion, the pump alarmed and a new heparin drip was hung. When the nurse checked the pump again, the infusion was being delivered at 234 cc/hr. Reportedly, the device changed its rate without user intervention. The patient was administered protamine, placed on bed rest and observed carefully. No negative changes were noted.